Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell; afterwards his audioprocessor was broken which was fixed at the clinic. After a couple of days it was noticed that the patient doesn't react well to sound on the left side with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Furthermore, a bubble beneath the implant magnet was reported. However, the reported bubble could not be reproduced. The only way a reproduction of the bubble was possible was by using vacuum which is not comparable to the normal operating condition in the human body. Nevertheless, the reported bubble was not the cause for explantation surgery. This is a final report.

Event description:
The recipient fell; afterwards his audio processor was broken which was fixed at the clinic. A couple of days later it was noticed that he didn't react well to sound on the left side with the device. The recipient has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional info: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the patient report, however to confirm an exact root cause of failure a device investigation at the explanted device is necessary. It is planned to re-implant the patient on december (B)(6)2017.

Event description:
The recipient fell; afterwards his audio-processor was broken which was fixed at the clinic. After a couple of days it was noticed that the recipient no longer reacted well to sound on the left side with the device. Recipient has re-implantation surgery scheduled for (B)(6) 2017.